Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No part returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the tip of the thoracic probe was deformed. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
No patient involvement. No known impact.

Manufacturer narrative:
Additional information: device lot number provided. The probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was twisted and that impact marks on the rear of the probe led to fit issues with trackers. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.